Event description:
The energy select switch was selecting the wrong energies and the spo2 was not working.

Manufacturer narrative:
The serial number of the device was not provided; therefore, the manufacturer date could not be determined.